Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer assumes that the pump doesn't deliver insulin correctly because of high blood glucose values. No adverse event alleged. A request was made for the return of the device.